Event description:
The customer stated that he received the safety notification letter, and feels he's been affected by this issue for a long time. The customer stated that he has had problems with over delivery of insulin, low blood glucose, high blood glucose and seizures. The customer wanted to speak directly with the FDA to report the issues. Advised the customer that he can report the issues directly to them if he'd like. Gave the customer the FDA phone number. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.